Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before the vitreoretinal surgery, table top illuminator could not be used and emission failure occurred due to displayed error code before surgery. Additionally, a xenon bulb exploded and cracked, damaging the interior of the illuminator. The surgery was performed and completed by using the auxiliary illuminator.

Manufacturer narrative:
The company representative was able to replicate the reported event. The illuminator was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The illuminator was received for testing on this investigation. A visual assessment of the returned sample found the lamp was cracked and there was lamp debris in the housing. The housing was chipped, and the lenses and mirrors were dirty. The reported event was confirmed. The root cause of the reported event is attributed to the nonconforming illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).